Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Customer reported problem with "travel coarse error - during occlusion test recurring battery communication timeout" was verified by power-on test. The issue was caused by a loose plunger cable; therefore, the plunger cable and one missing plunger screw were assembled. Also found bottom left corner of top case cracked and replaced top case. Replaced worn out worm coupling. Calibration and motor drive test performed. Device passed all testing. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the device had a travel coarse error. It has a reoccurring battery communication timeout. It happened during testing.